Manufacturer narrative:
(B)(4).

Event description:
The customer reports that during the change of the bandage with a cvc, the proximal line separated in two at the level of the connection with the infusion line.

Manufacturer narrative:
(B)(4). The customer returned a 3-lumen cvc catheter for evaluation. The catheter showed evidence of use and extension arms were attached to the distal and medial luer hubs. The catheter body had been cut and the separated portion of the body was not returned. The extension line slide clamps were not returned. Visual examination of the catheter revealed that the proximal end of the proximal extension line was cut and separated from rest of the catheter. The separated proximal luer hub/extension line was not returned for evaluation. No other defects or anomalies were observed on the catheter. Microscopic examination revealed the cut was diagonal across the proximal extension line body. The edges of the cut were clean and smooth in appearance. The appearance of the cut was consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc). A portion of the extension line body adjacent to the cut was deformed but did not appear to be related to the damage causing the separation. Residual adhesive material was observed on the proximal extension line body. The proximal extension line was cut 98mm from the catheter juncture hub. A length of approximately 32mm is missing based on the nominal proximal extension line length of 130mm per catheter product drawing. The proximal extension line inner diameter and outer diameter were measured and were found to be within specification. The medial and distal extension lines were flushed with water and functioned as expected. A device history record review was performed on the catheter including the proximal extension line and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit cautions the user that, while remove the catheter dressing, "to minimize the risk of cutting catheter, do not use scissors to remove dressing." The customer reported that the separation was observed during changing of the bandage and the damage was consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc.). The customer report of the proximal extension line separation in use was confirmed through visual inspection of the returned sample. The proximal extension line body was cut and separated 98mm from the juncture hub. The customer reported that the separation was observed during changing of the bandage and the damage observed on the returned catheter was consistent with contact with a sharp instrument (i.e. Scissors, scalpel , etc.). A device history record review for the catheter did not reveal any manufacturing related issues. Based on the condition of the returned sample and the report that the damage was observed during changing of the dressing, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that during the change of the bandage with a cvc, the proximal line separated in two at the level of the connection with the infusion line.